Event description:
It was reported that during an implant attempt, when the physician was advancing the lead it wouldn't move forward and then it was noted that the helix was extended although he's not sure how that happened. When the physician tried to retract it, it wouldn't. It was thought that there was some clot or debris in the lead behind the helix preventing it from retracting. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however blood was noted on the distal electrode; full lead returned and analyzed.